Event description:
As reported, the balloon of the 6/7f mynx control vascular closure device (vcd) split during the inflation. There was no reported injury to the patient. The deployer was experienced and trained in the use of the mynx device. The device was stored according to the instructions for use (IFU), and the storage temperature did not exceed 25 °c. The mynx vcd was prepared according to IFU instructions. The device will be returned for evaluation.

Manufacturer narrative:
E1: phone # (B)(6). Additional information is pending and will be submitted within 30 days upon receipt.